Event description:
A valiant stent graft system was implanted in a patient for endovascular treatment of a thoracic aortic aneurysm. It was reported that during the removal of the second valiant stent graft delivery system there was left iliac limb perforation. The physician implanted another manufacturer¿s covered stent in the left common iliac artery extending into the external iliac artery. The perforation was excluded and resolved. Per the physician, the cause of the event is related to the patient¿s anatomy;the patient¿s artery had contracted/spasmed when the delivery system was being removed from the patient. No additional clinical sequelae were reported and the patient is fine.